Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of seven for the same event, reference 0001032347-2016-00714 through 0001032347-2016-00720.

Event description:
The patient reported her jaw freezes up now and then and there may be a revision surgery due to the issues she is experiencing. Multiple attempts were made, however no additional information was received and the revision was not confirmed.

Event description:
It was reported that the patient is experiencing pain on both sides of her jaw and she cannot chew. No additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.